Manufacturer narrative:
Results: the pod packing coil (podj) pusher assembly was kinked approximately 5.0, 24.0, 78.0, and 113.0 cm from the proximal end and fractured 76.0 cm from the proximal end. The embolization coil was stretched and its stretch resistant wire (sr wire) fractured. Conclusions: evaluation of the returned podj revealed several kinks and a fracture on the pusher assembly. The kinks were likely a result of forcefully advancing the embolization coil against resistance. Further evaluation revealed the sr wire and pusher assembly were fractured and the embolization coil was detached. The sr wire fracture damage may have occurred as a result of trying to re-sheath a damaged coil. The reported podj possibly hitting the coil pack may have caused the coil damage that led to the sr wire fracture and contributed to the initial resistance. Since the pusher assembly fracture was not mentioned in the case, this damage was likely incidental and occurred after the procedure. The proximity of the fracture to another kink suggests that this fracture was a kink from forceful gripping that worsened to a fracture. If the pusher assembly becomes fractured, the pull wire will be able to retract from the ddt, which would allow the embolization coil to detach. The lantern mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coils (podjs). During the procedure, the physician deployed and detached initial ruby coils and podj¿s into the target vessel using a lantern delivery microcatheter (lantern). While attempting to advance a new podj through the lantern, the physician experienced resistance and decided to remove the podj. It was reported that the podj might have been hitting the coil pack inside the aneurysm and had no where to go. When the podj was being resheathed on the back table, it broke. Therefore, the physician adjusted the lantern and completed the procedure using additional coils. There was no report of an adverse effect to the patient.